Manufacturer narrative:
Multiple attempts were made to the customer for additional information including patient information and event details, but no response was received however, system logs were provided. The date/time of the event was reported as 14jan2023 between 14:00 and 16:00. A review of the infinity acute care system (iacs) logs show multiple ¿spo2 sensor failure¿, ¿spo2 low perfusion¿, ¿spo2 sensor off¿ and lead off entries logged throughout the reported time of event. These conditions provide an advisory alarm that is displayed on screen with an audible alarm tone to alert the user. The associated parameter box value displays and no waveform is displayed. When the spo2 sensor is not connected, fails or detects low perfusion, no spo2 readings are possible. When ECG leads are off, no readings are possible for the associated lead. Alarms are provided for these conditions to alert the user of technical issues that may compromise the ability of the system to monitor the patient. Additionally, multiple "hr >120" entries were logged between 15:02:37 and 15:02:59. "Asy, vf off" and "hr asy vf off" entries were logged at 15:54:57. These messages are provided when arrhythmia monitoring is deactivated, the asy/vf alarms feature is set to follow hr alarm, and heart rate alarms are deactivated. When the hr alarms are set to off, a "hr alarms off" message is displayed in the header bar. A review of the infinity central station (ics) log entries show the alarm pause feature was activated at 15:03:02 and stopped at 19:26:15, during the time of the reported event. This feature is password protected and may be activated with a timer from 1 to 5 minutes or to "no timeout" where the alarms are permanently deactivated until the user manually enables them again. A message is displayed that the alarms are paused. Based on the time between the start and stop times of the log entries (over 4 hours), this is consistent with the alarm pause being set to "no timeout". When the alarm pause is active, all acoustic and optical alarm signals for new alarm conditions are suppressed for all parameters until alarm monitoring is manually activated again. The instructions for use provide the following warnings regarding alarm pause no timeout: if no timeout if assigned to the alarm off period, no counter appears and alarms remain deactivated until you enable them again. Never leave a patient unattended when alarm monitoring is permanently deactivated. Always activate alarm monitoring again as soon as possible. There is no indication a device malfunction occurred. H3 other text : see h10.

Event description:
It was reported that on saturday 14.01.2023 between 2 and 4 pm the device did not alarm in case of an asystole. Users stood at the bedside to perform investigation and only later found a critical condition. It was noted that no spo2 clip and no nibp were connected. No details regarding the delay in treatment or patient injury resulting from the reported failure to alarm was provided. The infinity acute care system (iacs) includes an infinity medical cockpit paired with an infinity m540 bedside monitor. In this case, the iacs was being used with the infinity centralstation (ics) for centralized monitoring.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that on saturday (B)(6) 2023 between 2 and 4 pm the device did not alarm in case of an asystole. Users stood at the bedside to perform investigation and only later found a critical condition. It was noted that no spo2 clip and no nibp were connected. No details regarding the delay in treatment or patient injury resulting from the reported failure to alarm was provided.